Event description:
Pt received a synvisc one injection to his right knee (B)(6) 2017. Following the injection pt developed subsequent right knee effusions that required multiple office visits for right knee aspirations and steroid injections. Pt was concerned as sanofi genzyme announced a recall to an affected lot of synvisc one # 7rsl021 around the time he was injected. The lot number for the injection the pt received was # 6rsl050. Diagnosis or reason for use: severe osteoarthritis-right knee.